Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, it appeared as though on imaging that a screw head went through the shell screw aperture.